Event description:
In 2007, the patient reported receiving "77" on the display of her infusion device. She was driving at the time and was not able to provide details. She called back the next day, and stated that she did not have a corrected power pack to insert into her infusion device and she re-inserted the recalled power pack that had caused the error. She stated she was able to use the recalled power pack for 7-8 hours before experiencing another "77" error. The patient was advised to contact her physician to switch to alternative therapy until she received corrected power packs. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.